Event description:
It was reported that a cgm error occurred, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller to wait 20 minutes after the pump came out of storage mode before starting a sensor session and provided guidance on resetting the pump. After following these instructions, the caller successfully started the sensor session, and the error did not reoccur.